Manufacturer narrative:
The device was manufactured 27 jun 2017 - 29 jun 2017. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured. The event occurred prior to patient use. The device had been filled with an unspecified amount of fluorouracil. There was no patient involvement. No additional information is available.